Event description:
The biomedical engineer (bme) reported that the vital signs monitor would not hold a charge and would not power on when plugged into the wall outlet. When plugged into a wall socket and powering it on, the device would go through the bootup sequence then display a battery light message then just power off. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the vital signs monitor would not hold a charge and would not power on when plugged into the wall outlet. When plugged into a wall socket and powering it on, the device would go through the bootup sequence then display a battery light message then just power off. He did not have an extra available battery to test. It was unknown whether the device was in patient use or not, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the vital signs monitor would not hold a charge and would not power on when plugged into the wall outlet. When plugged into a wall socket and powering it on, the device would go through the bootup sequence then display a battery light message then just power off. He did not have an extra available battery to test. On a follow up with the customer, it was reported that the device was not connected to another device or a patient. Investigation summary: the complaint device was returned to nk for evaluation and repair. During the evaluation, the reported complaint was confirmed and duplicated. The root cause was determined to be the failure of the main board and power supply unit. The customer was provided with an exchange to resolve the issue. Nk will continue to monitor and trend. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the vital signs monitor would not hold a charge and would not power on when plugged into the wall outlet. When plugged into a wall socket and powering it on, the device would go through the bootup sequence then display a battery light message then just power off. No patient harm was reported.